Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 180 mg/dl and 100 mg/dl. Customer and friend could not recall the readings in the meter memory so the results stated as being randomly received were given as an example. Customer did not have any high or low blood glucose symptoms. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.